Manufacturer narrative:
Block b3: date of event: approximated based on information provided. Block e1: initial reporter: we completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted

Event description:
It was reported that the battery of the implantable pulse generator (ipg) battery was fully depleted within 2-3 weeks after the implantation of the spinal cord stimulator (scs) system. The patient received the elective replacement indicator (eri) message from the device. The patient underwent a revision procedure in which the device was replaced and is doing well post operatively and receiving adequate pain relief. It was additionally reported that the patient loss stimulation due to the battery depletion of the ipg.

Manufacturer narrative:
Block b3: date of event: approximated based on information provided. Block e1: initial reporter: we completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the battery of the implantable pulse generator (ipg) battery was fully depleted within 2-3 weeks after the implantation of the spinal cord stimulator (scs) system. The patient received the elective replacement indicator (eri) message from the device. The patient underwent a revision procedure in which the device was replaced and is doing well post operatively and receiving adequate pain relief.

Manufacturer narrative:
Block b3: date of event: approximated based on information provided.

Event description:
It was reported that the battery of the implantable pulse generator (ipg) battery was fully depleted within 2-3 weeks after the implantation of the spinal cord stimulator (scs) system. The patient received the elective replacement indicator (eri) message from the device. The patient underwent a revision procedure in which the device was replaced and is doing well post operatively and receiving adequate pain relief. It was additionally reported that the patient loss stimulation due to the battery depletion of the ipg. The device is currently with the distributor in the czech republic (a care), and boston scientific is actively working with the distributor to facilitate the return of the device to the manufacturer for laboratory analysis. An amended report will be submitted with the laboratory analysis results once the device is received and analysis is complete.